Event description:
Medwatch mw5189107 received on 22jun2026 verbatim description of event from medwatch: "uses the omnipod 5 which currently has a recall. She got off an airplane and had an extremely low hypoglycemia event. She drank a coke and then passed out and ems had to assist. She did not know at the time if she had the affected lots of omnipod or if it was related. She has since checked her supply and does not have any affected lots."

Manufacturer narrative:
The complaint was originally reported voluntarily by the patient, via MDR report # mw5189107. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down/smartphone: data not available. Omnipod 5 software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.